Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. No further information was attained for this event. The cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.